Event description:
Echelon flex 45 stapler was successfully fired with one load. The second load stapler froze with the appendix inside the jaws of the load. Visual inspection showed the stapler was loaded correctly. The grey firing trigger was attempted. Switching the directions of the blade attempted. Finally released the jaws without firing the stapler after five minutes. Some bleeding noted and a clip applier was used for repair to the tissue. The representative will be contacted by the or staff to come get the device.